Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. The field service engineer (fse) confirmed that the third-party repair company replaced the motor controller (mc) board to resolve the issue. The was tested and returned to service.

Event description:
The customer reported the wechat:01/v60 ventilator can't be used. The field service engineer (fse) confirmed the reported failure. Because the equipment has passed the warranty period, the hospital has to go through the bidding process, so it has not been repaired. Not in use, no patient or user harm reported based on information provided and/or service performed it has been confirmed the unit did not meet product specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.